Manufacturer narrative:
Continuation of d10: product ID hh90t01 lot# serial# (B)(6). Product type: mobile platform product ID a820; serial# unknown. Product type; software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient with an implantable pump containing ziconotide, dilaudid (hydromorphone), and buprenorphine for malignant pain. It was reported that the patient stated that his healthcare provider (hcp) told him to call manufacturer to get a new handset because it was not working properly. Patient stated they were not able to receive all of their boluses. Patient (pt) stated the hcp connected with the clinician programmer and confirmed the pump was working as intended. Pt stated the handset would get stuck at 90% and sometimes clearing the data would not resolve the issue. Pt also mentioned getting repeated error messages. During the call agent had pt clear the data. Pt attempted to then connect to the myptm app but the handset still buffered at 90%. Pt then had an error code appear prompting them to restart the app. Pt then attempted to connect again, but had the 156 error code appear. After restarting again the handset still was stuck at 90%. Pt was able to access the lockout screen. Agent sent a request to repair to replace the handset.

Manufacturer narrative:
Continuation of d10: product ID hh9020tdd lot# serial# (B)(6), product type product ID a820 lot# serial# unknown, product type software review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.